Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) following the index procedure. At the 45-day follow-up appointment which took place 42 days post procedure, a thrombus was seen on the closure device via transesophageal echocardiography (tee). The patient was placed on eliquis in response to the thrombus. The patient will continue to be monitored by physician. No further patient complications were reported.